Event description:
Boston scientific received information that the physician complained that the status of the battery fell relatively fast. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.